Event description:
Patient underwent a laparoscopic ventral hernia repair. It took attending surgeon approx. 1 hr to take down pre-existing adhesions and correct incarcerated hernia. Attending made two or more attempts to place the device through a 12mm trocar and was unsuccessful. Attending utilized an existing abdominal access site to pull the device through the patient's abdominal wall. Device delaminated and the procedure was converted to an open procedure. The attending made an incision into the hernia sac and removed the device. A substitute device was used to complete the procedure. Patient was kept overnight for observation and reported as well.